Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported, while being on a cruise, he began to have high blood glucose ranging from 74 to 446mg/dl. The customer stated that the next day, his glucose level was ranging from 300 to 400mg/dl. The customer stated that he was hospitalized and not diabetes related. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. The alarm history revealed an error alarm. The infusion set and the reservoir were changed the day of his admission. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further information was provided.